Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. Post the procedure, the doctor inserted the catheter and flushed it to remove fluid, gas was found to have entered the cyst cavity. Upon inspection, a crack was found in the drainage catheter connector, which then split open. It was further reported that a sterile syringe needle was temporarily connected to prevent gas from entering, and the sclerosis treatment was completed as quickly as possible, and the catheter placement was completed successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter hub fracture and air in device issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. It was reported that the post procedure, the doctor inserted the catheter and flushed it to remove fluid, gas was found to have entered the cyst cavity. Upon inspection, a crack was found in the drainage catheter connector, which then split open. It was further reported that a sterile syringe needle was temporarily connected to prevent gas from entering, and the sclerosis treatment was completed as quickly as possible, and the catheter placement was completed successfully. There was no reported patient injury.